Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the hospital for six days due to diabetic ketoacidosis. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient was unknown. No further information was provided.